Event description:
Customer reported the left monitor is blank. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor. System operates as intended.